Event description:
Subsequent to the initial MDR, additional information was received on 11/30/2023. It was reported that detached sensor wire occurred. The patient had inserted the sensor in his thigh and several days later he removed the sensor. On (B)(6) 2023 upon sensor pod removal, the patient realized that the sensor wire had remained in his skin. The area was painful and later resulted in a muscle spasm which made it difficult to walk. He consulted the school healthcare provider who would not let him drive a car and insisted on ambulance transport to the hospital for evaluation. Per follow up call to the patient by the medical safety on (B)(6) 2023 it was mentioned that the diagnostic testing (x-ray and ultrasound) revealed the retained sensor wire was under the skin. A surgeon successfully removed the retained wire using a local anesthetic on (B)(6) 2023. At the time of the call with medical safety the area felt much better. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the thigh, which is off label usage of the device. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).